Event description:
The patient received her neuromodulation systems on (B)(6) 2006. She has two systems each consisting of an ipg and lead. One system is for scs spinal cord stimulation and the other for pns peripheral nerve stimulation (off-label indication). It was reported that the patient was needing to recharge the pns ipg every day for about 2 hours. She is also experiencing difficulty increasing amplitude. The physician explanted and replaced the ipg. The explanted ipg was returned to ans for evaluation. Follow up on the patient found no further issues reported.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.